Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and the battery contacts were compressed. It was also noted that the side bail covers, ring cover, two case screws, ring cover screw, side bails and ring bail were missing. (B)(4).

Event description:
It was reported that the battery pins of the epg (external pulse generator) were bent up. Further information was subsequently received reporting the epg would not make contact with the test analyzer for the leakage test. The epg was opened up to bend contact points, and damage was found to the front and back covers. The epg was returned for repair. There was no patient involvement.